Event description:
It was reported that there was no pacemaker output or magnet response and no pacing was seen. In (B)(4) 2010 the longevity estimator was 12 months. The device is still in use. No patient complications have been reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. The device is part of the advisory for this model.